Manufacturer narrative:
.

Event description:
It was reported that following x-ray imaging, the pacing rate of the pulse generator had temporarily increased. The patient would continue to be monitored.